Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, a 25mm trifecta gt valve was implanted. On (B)(6) 2019, the valve was explanted due to a para-prosthetic leak and reported start of degeneration of the valve. The patient is reportedly stable. Additional information has been requested.

Event description:
On (B)(6) 2018, a 25mm trifecta gt valve was implanted. On (B)(6) 2019, the valve was explanted due to a para-prosthetic leak and reported start of degeneration of the valve. No further details were provided regarding the "start of degeneration of the valve." The patient is reportedly stable.

Manufacturer narrative:
Explant was reported due to para-prosthetic leak and "start of degeneration of the valve". The investigation found that there was fibrous pannus ingrowth on the inflow and outflow surfaces of all three leaflets. All three leaflets were fibrotically thickened. There were folds in leaflets 1 and 2. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the pannus formation could not be conclusively determined.

Manufacturer narrative:
Explant was reported due to para-prosthetic leak and "start of degeneration of the valve". The investigation found that there was fibrous pannus ingrowth on the inflow and outflow surfaces of all three leaflets. All three leaflets were fibrotically thickened. There were folds in leaflets 1 and 2. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the folds could not be conclusively determined.